Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported pump shuts down automatically without an error message. Caller alleges missing error message. No adverse event reported. Requested return of the alleged device; patient has a replacement pump

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.